Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to an insulin flow block alarm, which was treated with a correction bolus via the pump. No further information is available